Manufacturer narrative:
Other, other text: customer reported that device front case was damaged, error code on power up needs nda firmware update. Device was damaged. The device was powered up and alarmed, which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that device front case was damaged, error code on power up needs nda firmware update. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device front case was damaged, error code on power up needs nda firmware update. Device was damaged. The device was powered up and alarmed, which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that device front case was damaged, error code on power up needs nda firmware update. No patient injury was reported.

Manufacturer narrative:
Customer reported that device front case was damaged, error code on power up needs nda firmware update. Device was damaged. The device was powered up and alarmed, which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that device front case was damaged, error code on power up needs nda firmware update. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus exhibited error code 1260 on power up, had a front case damage and needed no disposable alarm firmware updated. No patient consequences were reported. No adverse effects were reported.